Event description:
Customer's mother reported via phone call that customer's blood glucose dropped to 58 mg/dl and the customer fell and the insulin pump cracked as well as the belt clip broke. Customer's mother stated that the crack is on the back of the device from the top to about three quarters down. It was advised to discontinue the use of the device and revert to a back a plan. It was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with cracked case at display window corners, battery tube threads, end cap and case. Device received with minor scratches on lcd window.